Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc quantum balloon catheter. The catheter was visually and tactilely inspected. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly wrapped. The device was returned in two (2) pieces; the hypotube was broken 59cm from the strain relief. The hypotube was kinked 56cm from the strain relief and 2cm from the distal end of the fracture. The hypotube fracture faces were oval shaped, as if kinked prior to separation. Magnified inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 3.25mm nc quantum apex balloon catheter was selected for use to post dilate the target lesion. While withdrawing, the physician found that the distal shaft became broken and the broken part was left inside the patient. A snare device was then used to retrieve the distal shaft. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was located in the non-calcified distal left anterior descending artery lesion. A 6f guiding catheter was used. Difficulty withdrawing the balloon catheter was encountered and a kink was noted somewhere on the shaft of the balloon.

Event description:
It was reported that shaft break occurred. A 15mm x 3.25mm nc quantum apex¿ balloon catheter was selected for use to post dilate the target lesion. While withdrawing, the physician found that the distal shaft became broken and the broken part was left inside the patient. A snare device was then used to retrieve the distal shaft. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.